Manufacturer narrative:
The customer confirmed that there was patient use associated with the reported event and that the patient was not harmed. The following fields were updated accordingly: patient identifier: ni. Executive summary: the customer contacted physio-control to report that their device had unexpectedly lost power. The patient associated with the reported event was not harmed. Relevant tests and lab data: ni. Other relevant history: ni. Physio-control performed an initial evaluation of the customer's device and verified the reported issue in a review of the downloaded electronic records. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. The patient associated with the reported event was not harmed.

Manufacturer narrative:
Physio-control determined the cause of the reported issue to be due to fretting corrosion on the jack connector, designator j11, on the power pcb assembly and the mating plug connector, designator p11, on the battery power cable assembly, as well as worn battery pins. Additionally, the batteries used during the event had past their recommended life, as physio-control recommends to replace the batteries every two years, and the batteries were manufactured in 2015 and 2016. Fretting corrosion on the j11/p11 connector, worn battery pins, and old or compromised batteries contribute to increased resistance on the power path, which can result in an excessive voltage drop when high current functions are activated. The excessive voltage drop triggers the power fail detector circuit on the power board which in turn will cause the device to shut down or power cycle. After replacing the power pcb assembly and the battery pins, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. The patient associated with the reported event was not harmed.

Manufacturer narrative:
(B)(4).

Event description:
The customer contacted physio-control to report that their device had unexpectedly lost power. There were no reports of patient use associated with the reported event.